Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of atrial perforation as listed in the mitraclip nt system (g2) (jpn) instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The investigation determined the reported atrial perforation appears to be related to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the enlarged atrial septal defect. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4+. When advancing the steerable guide catheter (sgc) from the right atrium to the left atrium, a jet was seen coming out from the left atrium to the right atrium. There was no change in oxygen saturation, and the procedure was continued. Two clips were implanted, reducing mr to 1-2. After the sgc was pulled back from the left atrium to the right atrium an enlarged atrial septal defect was noted; the hole was confirmed to have a maximum diameter of approximately 17 mm. Since the oxygen saturation did not change and the hemodynamics were maintained, no treatment was performed. No additional information was provided.